Event description:
I used renu products exclusively from 10/2002- 02/2006. I was sick and still have many headaches with the following symptoms: permanent scarring of the retina on left eye including a portion of the center of my retina "scooped out", resulting in a permanent blind spot in the center of my vision, I was vomiting from my vision at least 4 times a week, constant headaches which resulted in my missing almost 2 whole semesters of school. I have seen my regular doctor about 50 times, 2 specialists, had an MRI, all resulting in an unk diagnosis-they're guess was an unk bacteria.